Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: during investigation, the returned battery cap was unable to fully tighten and was difficult to remove from the pump. The battery cap threads were observed to be stripped; the top slot of the cap was damaged. Investigation revealed that the battery cap contact height measurement was out of specification; the battery cap contact width measurement was within specification. A crack was observed at the battery compartment threads.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.